Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 08/31/24 to 09/01/24 of 47-55 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.